Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles, opening, crease fold, wear abrasion and broken plug strap. Leak test was performed and found opening on radius and anterior. A microscopic analysis was performed which identify two sharp edge opening assessed as unidentified tear opening, a sharp broken in the plug strap and opening striated in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening. A striated edge opening on anterior due to surgical damage. A sharp broken plug strap due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.